Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 9.5cm distal to the strain relief. An examination of the balloon found that the stent had detached from the balloon. The stent was received in a plastic container. An examination of the balloon found a clear impression of where the stent had been crimped initially. An examination of the stent found that the stent was compressed at its mid section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The mildly tortuous target lesion was located in the vein graft of the obtuse marginal (om). A 5.00x20mm veriflex stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the lesion. After several attempts to cross the lesion the device was removed from the patient it was noted that the stent was missing. The stent was found outside the patient on the stylet; it is believed that the stent became dislodged during prep, while the stylet was being removed from the sds. The procedure was not completed due to this event. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The mildly tortuous target lesion was located in the vein graft of the obtuse marginal (om). A 5.00x20mm veriflex stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the lesion. After several attempts to cross the lesion the device was removed from the patient it was noted that the stent was missing. The stent was found outside the patient on the stylet; it is believed that the stent became dislodged during prep, while the stylet was being removed from the sds. The procedure was not completed due to this event. No patient complications were reported and the patient's current condition is fine.